Manufacturer narrative:
A company service representative examined the system and replaced the host module and the 24 volt power supply. Investigation, including root cause analysis is in progress.

Event description:
The customer reported that two error codes were observed when setting the system up for a procedure. The power was recycled twice and each time, an add'l error code was observed. This problem occurred after seven previous procedures had been completed, with no reported problems. The hospital had no backup unit, and therefore, cancelled five subsequent procedures. There was no pt injury.